Event description:
It was reported that the procedure was to treat an extremely calcified lesion in the rca. After predilation, several attemptes were made to cross a 2.5/18 mini vision; however, it would not cross, and the stent dislodged in the pt. The stent was successfully removed from the pt with a snare device. There were no pt effects reported. No additional information was available.